Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the reported phenomenon ¿b30 error¿ occurred because some kind of a problem occurred in the communication with the scope due to a foreign material or moisture adhered to the electrical contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the service manual, b30 error indicates scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). It mainly occurs when a foreign material or moisture adheres to the electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial reporter called into olympus technical assistance center (tac) personnel to report his event. During the call neither the customer nor tac could determine if the subject device (cv-190) was at fault, or if there were several bad scopes. Tac recommended dispatching an olympus field service engineer (fse) to inspect the devices. But the customer declined and stated that he would work with his local sales representative to resolve the issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting both a b30 as well e216 scope communication errors during a diagnostic colonoscopy. According to the initial reporter an olympus pcf-hq190l (captured under complaint file (B)(4)) was initially being use. Reportedly, 3-4 minutes into the procedure, the image dropped, and the error codes displayed. The user unplugged the light source, then plugged it back in. However, approximately 1 minute later, the image dropped again. At that time, the user attempted a different olympus pcf-hq190l (captured under complaint file (B)(4)). Though, as soon as it was plugged in, an e216 scope communication error appeared. The user removed that scope and attempted a third pcf-hq190l device. The final scope was functioning properly, and the procedure was completed. There was no patient harm or consequence reported as a result of this event.